Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer stylus was not reliable for typing. The caller was advised that it may be easier to use the physical keyboard instead. The status of the programmer is unknown. There was no patient involvement.